Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2014-correction: correction to follow-up #1 date of submission: (B)(6) 2014.

Manufacturer narrative:
Follow-up #1 date of submission 11/13/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: two battery compartment cracks were observed. A battery cap was not returned with the pump; a test cap was able to be secured properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.